Event description:
Customer reported via phone call that they experienced high blood glucose since 04/04/2015. Customer reported that the insulin pump alarmed no delivery, customer changed the infusion set and found the cannula was bent. Blood glucose was 254 mg/dl; current value is 373 mg/dl. Customer experienced nausea, vomiting and pain at site. Customer was treating with the insulin pump. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date are correct and customer is unsure if the basal rates and bolus wizard settings are accurate. The bolus history is correct. Customer called back the next day to complete troubleshooting. Customer reported high blood glucose of 445 mg/dl; last reading was 154 mg/dl. The insulin pump passed the high pressure test. Customer was advised to change the complete infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.